Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "during the maintenance process, a bulge occurred when flushing the tube 1cm below the skin. When the tube was withdrawn, leakage was found, and the patient was cut off the tube a second time." Additional information received 02 april 2024: it happened to the patient who had been using the catheter for a period of time after being discharged and returned to the hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "during the maintenance process, a bulge occurred when flushing the tube 1cm below the skin. When the tube was withdrawn, leakage was found, and the patient was cut off the tube a second time." No other information was provided.